Event description:
It was reported that patient underwent knee revision procedure on (B)(6), 2011 due to infection. Information provided indicates the patient experienced an allergic reaction allegedly associated with the gentamicin bone cement used in the revision procedure. The patient's allegations are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event . Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "serious allergic reactions have been reported rarely in patients on systemic gentamicin therapy. Therefore, the incidence of these serious allergic events may also occur in patients with gentamicin-loaded bone cement." This report filed on (B)(4), 2011.

Manufacturer narrative:
This follow-up report is being filed to relay the new maude event report #(B)(4) which was received at biomet on june 11, 2012.